Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault, no external power and power cable disconnect alarms was confirmed via the submitted log files, however, the reported system controller exchange was unable to be confirmed. Through review of the log files submitted from the primary system controller, serial number (B)(6), on (B)(6) 2025 the log file captured a backup battery fault alarm due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being below the passing threshold. During this backup battery fault alarm on (B)(6) 2025, both power cables of the system controller were disconnected from power at the same time causing a no external power alarm to activate. The backup battery supported the pump as intended during this no external power alarm. The no external power alarm resolved when a power cable was connected back to external power. The backup battery fault alarm self resolved shortly after this. The backup battery fault and no external power alarm did not impact the system controller¿s ability to support the pump. There were no additional notable events captured in the log file. The provided information indicated the stated that there was a ¿connect to power¿ hazard alarm active 30 minutes after switching to new batteries. The patient reportedly switched to the backup system controller and experienced the same alarms so they switched back to the original system controller. Additional provided information stated that the backup battery was reseated in response to the backup battery fault alarm. There were no further alarms and no product would be returned for analysis. The root causes for the backup battery fault alarm and system controller exchange were not conclusively determined through this analysis. A corrective and preventative action has been initiated to address backup battery fault alarms with an unknown root cause. The root cause of the no external power alarm was determined to be caused by user error in both power cables being disconnected at the same time. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault and no external power alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 IFU section 3, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. This section also instructs the user to check the charge status of the batteries before switching power sources and start the exchange with the power cable connected to the battery of least power first. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and the heartmate 3 lvas instructions for use section 2 ¿system operations¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated that before exchanging the first system controller, the ebb was reseated. No troubleshooting was performed for the driveline disconnect or communication fault alarms that occurred on the second controller as there were no further alarms, and the clock was able to be set.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated to have changed batteries to newly charged batteries. Approximately 30 minutes later, the system controller alarmed connect to power hazard, the patient changed the controller to the backup. However, the controller continued to alarm connect to power and the patient changed back to the original controller. On (B)(6) 2025, from 1822 to 1826, the patient had emergency backup battery (ebb) fault as the controller periodically performed internal load test on the ebb and it appeared that the ebb did not pass this test. When this issue occurs, it is recommended to reseat the ribbon cable while the patient is in clinic and replace the battery if the alarm was to reoccur. However, it appeared that the patient simply disconnected both leads and switched to another set of batteries causing a power cable disconnect and no external power alarm where the ebb was used. A driveline disconnect was not seen in the first log file showing that the patient switched the controller. However, the 2nd controller log file started with a driveline disconnect. Then, the alarm became a controller clock corrupt which is usually caused by the patient not changing the batteries in the backup controller or the alarm just had never been set. However, it appeared that these occurred before the event being discussed as there was a section after the clock was reset that started on (B)(6) 2025. There were communication faults after (B)(6) 2025 which when the patient said they connected to the controller, but the log file didn't show any flow despite there not being any left ventricular assist device (lvad) off alarms indicating a pump stop.